Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the device failed the internal leakage test during the pre-use check. The ventilator was investigated by our field service engineer on-site and found that the pressure transducers were defective. Replacement of the printed circuit boards solved the issue. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).